Manufacturer narrative:
H.6. Investigation summary: customer returned (2) 3/10cc syringes in an open poly bag for 3/10cc, 8mm, 30g syringes from lot # 8316889. Customer states that an incorrect needle length syringe got mixed in the polybag. Both returned syringes were tested using the length gauge and one sample fell within specifications for 8mm cannula length. The remaining sample fell within specifications for 12.7mm cannula length. However, a product mix cannot be confirmed as the samples were returned in an open poly bag. A review of the device history record was completed for batch# 8316889. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as the samples were returned in an open poly bag. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text: see section h.10.

Event description:
It was reported that syringe 0.3ml 30ga 8mm 7bag 420cas jp came with a mix of product types in a bag. This was discovered before use. The following information was provided by the initial reporter: incorrect needle length syringe got mixed in the polybag.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3 ml 30ga 8 mm 7bag 420cas jp came with a mix of product types in a bag. This was discovered before use. The following information was provided by the initial reporter: incorrect needle length syringe got mixed in the polybag.